Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic after receiving a patient notifier. Non-sustained lead noise due to post-paced t-wave oversensing was observed. Programming changes were made. Patient condition was stable and will be followed remotely.